Event description:
Device was plugged in and started to spark. Took it outside, where it was smoking and on fire. Top of device was melted.

Manufacturer narrative:
Initial report, a follow-up report will be sent after the device eval is complete.